Event description:
It was reported by end user that when she plugged in the battery charger for the tdxsp power chair she saw sparks. This incident happened in (B)(4) 2014. End user is the 2nd owner of the chair. Usage mainly outdoors.